Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an r-wave amplitude that had dropped since implant. All other lead measurements were reported to have been within normal limits. Therapy was reported to have been affected in that pacing was intermittently inhibited. No adverse patient symptoms were reported.